Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) is part of an implanted system that exhibited a high out of range shock impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
Additional information is expected with regard to this issue. This investigation will be updated should additional information become available.

Manufacturer narrative:
Subsequent information confirms the shock impedance measurements have since remained stable, around 104 ohms. No medical or surgical intervention was performed or deemed necessary and no other high out of ranges values have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.